Event description:
Pt with acute stroke and embolic occlusion of right middle cerebral artery. Used merci embolectomy device from concentric and device tip fractured and embolized into right middle cerebral artery. Infarct enlarged and pt died with massive hemispheric swelling/edema.